Manufacturer narrative:
Concomitant medical products: 3708140 neuro extension, implanted (B)(6) 2007; 3708140 neuro extension (2), implanted (B)(6) 2007; 3777-60 pain stim lead (2), implanted (B)(6) 2007; 37711 pain stim ipg, implanted (B)(6) 2007; 429878 lead, implanted (B)(6) 2016; dtba1qq ICD, implanted (B)(6) 2016; 6947m62 lead, implanted (B)(6) 2016; 37742 neuro programmer, implant date unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, exhibited low sensing, no capture, and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.